Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the ligator head returned with four bands attached and some of them were moved from their original positions. The handle assembly presented marks of the trip wire being secured and the slack being taken up correctly. The irrigation tube did not present problems. Further examination shows that the ligator head teeth were damaged. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible problem was noted with the handle assembly and no other problems with the device were noted. The reported event was confirmed. Based on the investigation of previously reported similar events, boston scientific has determined the most probable root cause for this event was traced to the manufacturing process. This problem is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a endoscopic variceal band ligation (evl) procedure performed on (B)(6), 2021. During the procedure, the physician deployed the bands from distal to proximal position; however, the bands on the barrel got struck and strangled on one another resulting to rest of the bands could not be deployed. It was reported that the physician removed the scope and barrel. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2021*** it was reported that the speedband superview super 7 device was used in the esophagus. It was noted that there was no difficulty experience when setting up the device.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the physician deployed the bands from distal to proximal position; however, the bands on the barrel got struck and strangled on one another resulting to rest of the bands could not be deployed. It was reported that the physician removed the scope and barrel. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on july 18, 2021: it was reported that the speedband superview super 7 device was used in the esophagus. It was noted that there was no difficulty experience when setting up the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the physician deployed the bands from distal to proximal position; however, the bands on the barrel got struck and strangled on one another resulting to rest of the bands could not be deployed. It was reported that the physician removed the scope and barrel. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.